Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -7.00/1.0/97, implantable collamer lens was implanted upside down into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted. There was no patient injury. In the reporter opinion the cause of this event was user error. It was reporter that it is unknown if the device fail to perform as intended.

Manufacturer narrative:
(B)(6). This product is not marketed in the us. No similar complaints were reported for units within the same lot. (B)(4).